Event description:
It was reported that during a low anterior resection procedure, after advancing the stapler he heard the click of the locking of the anvil and stapler come together. He began to close the stapler dialing down and felt a bit of resistance then heard a clunk as it tightened down. He decided to abort the use of that stapler and loosened the stapler and opened a new stapler with a different lot number. He used the new stapler, but kept the anvil of the first stapler and used it. He decided to give the patient an ileostomy due to the tissue being edematous and the questionability of the stapler.